Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was beeping while the customer was at school and the devise was removed. Customer's blood glucose reading at the time of the call was 55 mg/dl and has treated with juice and snacks. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 148 mg/dl and has treated with food. No further information reported.